Event description:
Patient had bravo capsule placed. The next day, the patient reported radio frequency interference. The x-ray confirmed the capsule was intact. Only 24 hours of data recorded. Battery changed, 48 hours recorded.